Event description:
The patient's device was explanted as the patient complained that the magnet caused extreme shocking sensations throughout his body. The surgeon noted he is a difficult patient and insisted that it be explanted. It was noted that the surgeon seemed to indicate that the explant was for patient comfort only and not to preclude serious injury, but this was not confirmed. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.